Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on / abnormal shutdown) has been confirmed. Upon evaluation, there the enclosure cover and case were cracked and there was extensive physical damage to multiple components on the computer / analog (ca) and defibrillator boards, including the j1002 and j1003 jumpers, the c19 high voltage capacitor, the f600 fuse, and the c508 and c520 capacitors. The cause of the abnormal shutdown and inability to power on is the extensive physical damage. The root cause of the physical damage is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient's monitor exhibited an abnormal shutdown and would not power on.